Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand.

Manufacturer narrative:
Investigation revealed that this was likely a case of the pib losing communication with the gps application. The only known work-around is to reboot the system, which restores functionality. However, per the incident description, the system was not rebooted, but instead the stabilizers were manually disengaged and the system was removed from the case. The case was completed by the surgeon placing the screws by hand. The observed risk level is within the anticipated risk level. Therefore, the overall risk of the system has been maintained an no further investigation is required.